Manufacturer narrative:
Investigation summary one photo displaying a loose safetyglide needle assembly attached to an unknown syringe was received and evaluated. It was observed the cannula was detached from the hub and loose in the safety shield, which was rejectable per product specification. Potential root cause for needle separation from hub defect is associated with the needle supplier¿s manufacturing process. It could have happened that a jam occurred at the cannulator an not enough epoxy was applied to the needle- plastic needle hub joint. The defective rate could not be determined as a valid batch number was not provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that a needle sftygld 23x1 rb mck had the safety mechanism fail and the cannula break during use. The following was reported by the initial reporter: "it was reported that the needle broke after the safety mechanism was engaged event description per attached email states: needle broke off once safety mechanism was engaged the new prevent sg needle broke off from syringe once the safety mechanism was engaged. Customer has a full box and some of another box.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a needle sftygld 23x1 rb mck had the safety mechanism fail and the cannula break during use. The following was reported by the initial reporter: "it was reported that the needle broke after the safety mechanism was engaged. Event description per attached email states: needle broke off once safety mechanism was engaged. The new prevent sg needle broke off from syringe once the safety mechanism was engaged. Customer has a full box and some of another box.".